Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was taken to the operating room (o.r.) For a pump exchange from one lvad another lvad. The pt's lactate dehydrogenase (ldh) jumped from 547 to 1,054 in 16 hours. A trans-esophageal echocardiogram (tee) showed no change in left ventricle (lv) size going from 8000 rpm to 11,000 rpm.